Manufacturer narrative:
Date of event - unknown. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for evaluation

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2004 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was femoral with no vessel tortuosity. There was mild calcification at the target lesion. The angiographic data showed the reference vessel diameter 5mm, lesion length 25mm, pre-procedure 70% stenosis, and post-procedure 20% stenosis. The lesion morphology showed concentric stenosis and tight stenosis lesion. There was no data for one and three month follow up. The patient had a six-month follow up in (B) (6) of 2005. The target lesion had not remained patent following the procedure. The patient did not experience an adverse event since procedure. The patient did not have any intervention since the procedure on any vessel. No additional data was provided. There was no data for a twelve-month follow up.